Event description:
It was reported that a patient with a history of diabetes who was receiving v.a.c. Therapy for a stage IV pressure ulcer on her left hip had to be admitted to the hospital to treat a wound infection.

Manufacturer narrative:
A home health agency nurse providing wound care to the patient indicates that prior to v.a.c. Therapy being initiated, the patient was admitted to the hospital for intravenous antibiotics to treat a wound infection. The patient was discharged home on an oral antibiotic. The nurse indicates that she went to the patient's home to begin v.a.c. Therapy, cleaned the wound and applied the dressing. She then realized that she did not have all the needed supplies to begin therapy, so she left the dressing in place without initiating negative pressure. The nurse indicates that the next morning, after obtained the needed supplies, she noted a low battery alarm, but could not find a power cord. The device ran for one hour then stopped due to the lack of charge. The nurse also indicates that the patient and patient's family did not report this and left the dressing in place. It is not clear whether the family plugged in the therapy unit when the kci employee delivered a replacement power cord. The nurse indicates that when she initially applied the v.a.c., two days prior, the patient had "slightly purulent drainage" but by monday evening when she went to do the dressing change, the patient had "very purulent, foul smelling green drainage and the periwound area was red; v.a.c. Therapy was discontinued. The patient was re-admitted to the hospital on tuesday to treat the wound infection. V.a.c. Therapy labeling states under "precautions": "keep v.a.c. Therapy on: if negative pressure is off for more than two hours in a twenty-four hour period, remove the v.a.c. Dressing. Never leave a v.a.c. Dressing in place without active v.a.c. Therapy usage for more than two hours". In this instance, it appears that this precaution was not followed. A kci field clinical representative will provide additional training to the home health agency. There was no report of a device malfunction.